Event description:
Patient reported ms3 pump for sq remodulin will not prime beyond first 0.1ml attempt. Usually can fill tubing on 3 attempts up to 0.3ml. This pump will not go beyond 0.1ml, patient had to reload cartridge and repeat process twice. Advised we would replace pump. Sn (B)(4) due 3/20/2019.